Event description:
During transseptal puncture for an atrial fibrillation procedure, the sheath aspirated producing a small plastic shaving. The needle and sheath were prepped in the normal fashion with no reshaping of the sheath or needle. The needle was advanced up the dilator with the stylet and allowed to rotate freely. The puncture was performed, then the needle was withdrawn. At this point the skiving was noted. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f fast-cath introducer dilator was received for evaluation. No resistance was noted when the returned brk needle/stylet assembly was advanced through the returned dilator. However, the dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.